Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch procedure, when the fire button was pushed and began to staple, the surgeon heard an audible "click" or "clank." The reload fired, placing a complete staple line but would not retract the knife blade. The reload became locked on the tissue. The retraction did not open the jaws, and the reload had to be cut out. The surgeon converted to a laparoscopic gastric bypass and completed the procedure using a manual stapler. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection noted the adapter was received with a reload attached. After removing the attached reload, the distal end of the firing rod was found to be damaged. Functionally, the blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 12 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range. The firing rod was retracted using a manual retract tool. The reload could then be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang ups or sluggishness, and was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument made strange noise. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of firing rod not in home position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.